Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was unknown. Device had also alarmed no delivery alarms and low battery alarms. Troubleshooting was not completed due to the call was dropped. Customer will not be returning the device for analysis.